Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four days post-operatively to a cardiac ablation procedure, the patient was rushed to the hospital via emergency services due to heart burn in the chest that persisted from wakeup. An electrocardiogram, blood test, echocardiogram, and cardiac angiogram were performed. The blood test showed slight elevations in the creatine kinase (ck) and troponin. The echocardiogram showed inferoseptal asynergy. Emergency catheterization for non-st-elevation acute coronary syndrome nste-acs was performed and a thrombotic infarction of the fourth posterior descending branch of the right coronary artery was noted. Reperfusion/thrombus aspiration was performed via percutaneous coronary angioplasty, the patient underwent a medication change, and the patient was hospitalized. Ultimately, the patient recovered. No further patient complications have been reported as a result of this event.